Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced blood loss at the incision site. In turn, blood entered the epg header and the patient experienced a zapping sensation in their legs. A new epg and header were used and therapy was restored. New bandages were placed and extra bracing was used to help control bleeding. Trial proceeded with no further complications. Related manufacturer reference number:1627487-2019-09874.